Event description:
It was reported that the patient had a cardiac perforation during placement of the left ventricular (lv) epicardial lead. The patient recovered but began having reoccurring syncope and dizziness episodes around the same time of day. The right atrial (ra) lead had recently been showing an increased threshold. It was suspected the patient's symptoms were occurring during measurement checks. The capture management feature was turned off for the leads. The lv and ra leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c4tr01, implantable pulse generator, (B)(6) 2013. A 4968-35, implantable pacing lead, (B)(6) 2013. A 5069-53, (B)(6) 1999.(B)(4).